Event description:
The pt was reportedly experiencing pain. The pt stopped wearing her external equipment. Testing showed that the device is not functioning. Surgery to explant the pt's device is under consideration.